Event description:
It was reported that the insulation near the I-tip was peeling back and separating from the electrode.

Event description:
It was reported that the insulation near the I-tip was peeling back and separating from the electrode.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected for damages and the insulation on the unit is peeling. The probable root causes could be user error, cleaning/sterilization methods, and/or wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.